Manufacturer narrative:
Additional review determined that the conclusion code no longer applies and has been updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient was not receiving effective therapy, less than 50% of therapy relief. Dye study (unknown date) suggested the catheter may be disconnected/sheared. Diagnostics also included an x-ray. The catheter was replaced. Undetermined length of spinal portion was left in the intrathecal space as the catheter appeared to be both occluded and sheared off superior to the anchor. The patient status at the time of the report was noted as alive, no injury. The patient was doing well post-surgery and to the best of the reporter¿s knowledge was receiving effective therapy. The pump was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Analysis of the catheter revealed sc connector, indent in seal and occlusion related; catheter broken. Under microscope inspection a circular indent can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent is located in the silicone material of the cup of the sc connector. This indicates the connection between the sc connector and the pump's outlet port may possibly have been occluded. And also, the most distal end of the segment 2 had a jagged look, discoloration and stiffness to it. This indicates the catheter most likely broke at this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.